Event description:
In 2003, subglandular breast augnentation approx. 11 yrs ago. Approx. 6 mos. Ago noticed left breast size decreasing firmness right breast. In 2003, pt underwent bilateral implant removal - left implant was deflated - will be returned to mentor. Bilateral augmentation with mentor saline filled implants.